Manufacturer narrative:
The type of pump and serial is currently unknown.

Event description:
Information was received indicating that the cadd pump malfunctioned. It was reported that there's 12-18% residual chemo dose left behind in the pump when administering 5-fluorouracil (5fu). Additional information received provided that for a dose of 4780mg and a volume 95.6ml, the residual volume measured was 17ml, percent of residual dose 18%. There were no adverse events reported.